Event description:
Upon review of a lecture presentation, it was noted that slides suggest a broken implant status post orif hip.

Manufacturer narrative:
Additional info has been requested. MFR, 501k number, manufacture date cannot be determined without a part number, lot number, or return of the device. Investigation could not be concluded, no conclusion can be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.